Manufacturer narrative:
On 08/07/2018, the mentor failure analysis lab received the device for evaluation. On 08/16/2018, mentor completed the investigation on the suspect medical device. Upon receipt to mentor, the device contained trace amounts of clear fluid. White material was observed within the device. Fluid and white material was observed on shell surface. During evaluation two crease lines were observed on the anterior aspect and one on the posterior aspect. A rent was, measuring approximately 0.3 cm, was observed on the posterior aspect, within a crease line. Complaint was confirmed. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and crease lines occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round spectrum 275cc saline breast prosthesis, catalog #3501440, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round spectrum 275cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed by a visual exam. As a result, the patient underwent explantation on (B)(6) 2018.